Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A definitive cause for the reported patient effects of arrhythmia, embolus and angina, and the relationship to the product, if any, cannot be determined. The reported patient effects of arrhythmia, embolus and angina are listed in the pressurewire instruction for use as known potential complications which may be encountered during all catheterization procedures. In this case, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: date of event is estimated. D4:the UDI is not known as the part and lot number were not provided. Attached article titled application and performance of CT-fractional flow reserve in non-st-segment elevation myocardial infarction.

Event description:
It was reported through this article identifying pressurewire x guide wire. This was a single center prospective cohort study of patients with nstemi planned for invasive coronary angiography (ica) comparing the performance of coronary computed tomography angiography (ccta) and computed tomography fractional flow reserve (CT-ffr) to the gold standard of ica plus ffr. A total of 40 patients were included in the study. Twenty-three patients underwent invasive ffr evaluation on 1 or more vessels. There were no major procedural complications. Two patients experienced brief 2:1 atrioventricular block with adenosine during ffr. One patient had an air embolus without hemodynamic compromise. One patient developed transient st-segment elevation and chest pain following ffr evaluation, which resolved without intervention. The study concluded CT-ffr provides additive diagnostic accuracy to ccta in evaluating patients with nstemi and exhibits good correlation with invasive ffr. Details are listed in the article titled application and performance of CT-fractional flow reserve in non-st-segment elevation myocardial infarction.